Event description:
It was reported by sales representative that dr felt that he had a dilemma and wanted to talk to the manufacturer of the valve and his colleagues to arrive at a final decision about his patient. Another dr spoke with this physician wednesday night, dr(first) had implanted a valve the night before and they noticed regurgitation the next day. After dr. Abraham spoke with dr(second) and consulting with the echo cardiologist and the cardiologist, he decided to extubate the patient and after the patient has been discharged, do another tee in 3-6 months..

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Request for information response from sales representative indicates that the device has not been explanted as of 2009. The device history record (DHR) review was not possible due to the device lot number/serial number was not provided.